Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information it is unknown if a temporal relationship between the patients¿ expiration and continuous cyclic peritoneal dialysis (ccpd) treatment completed the prior evening as only minimal information surrounding the event has been provided. Additional information related to the event and/or esrd death notification/certificate is needed to determine any potential causality. Should additional new information be made available this investigation will be reevaluated.

Event description:
A peritoneal dialysis (pd) nurse reported the patient has expired. Upon follow up the patient¿s nurse stated the patient expired as the result of a cardiac arrest on (B)(6) 2018. It was reported that the patient dialyzed the night prior to their death but was not connected to the cycler at time of the event. Details surrounding the event were not provided.